Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the keyboard cover was found to be torn. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard cover was torn out. A field service engineer (fse) performed the repair by opening the top cover, removing the keyboard, placing the keyboard cover, reinstalling the keyboard, and closing the top cover. The system functioned as intended after field service engineer repaired the device.